Event description:
It was reported that the patient's had chronic phrenic nerve stimulation from its left ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.